Event description:
After less than 24hrs of iab therapy, a balloon leak was noted. The iab was removed and not replaced. No pt injury or further complications occurred. The pt is reported to be fine. No further details are available.